Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the physician assistant noticed the vasoview hemopro 2 silicone on the jaws of the device peeling away. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the tip of the silicone insulation on the cold jaw was peeled away. The heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿peeled jaw and bent/detached heater wire¿. The complaint was confirmed for "peeled silicone insulation and bent/detached heater wire" specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the physician assistant noticed the vasoview hemopro 2 silicone on the jaws of the device peeling away. A replacement device was used to complete the procedure. The hospital did not report any patient effects.